Event description:
It was reported that the pump's usb port and pins were bent resulting in difficulties charging the pump. The customer's blood glucose level was 124 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.